Event description:
It was reported that syringe 10ml reg pr saline 10ml fill plunger was difficult to move. This occurred on 11 occasions. The following information was provided by the initial reporter: material no. 306546, batch no. 0350039. It was reported that after flushing a few cc's the flow would completely stop.

Manufacturer narrative:
Correction: the manufacturing plant information was entered incorrectly. The following fields have been updated: d.3. Medical device manufacturer: sistemas medicos alaris, s.a. De c.v. G.2. Manufacturing location: sistemas medicos alaris, s.a. De c.v.

Manufacturer narrative:
Investigation summary: it was reported that after flushing a few cc's the flow would completely stop. To aid in the investigation, eleven shelf boxes, three hundred thirty units, were received for evaluation of our quality team. A random thirty-two samples were pulled for investigation. A visual inspection was performed and no defects or imperfections were observed. Each sample was then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, and all results were within specification. It could be possible the customer had some product on the higher end of specification inducing more force than normal required to expel the solution. A device history record review was completed for provided material number 306546, lot number 0350039. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Investigation conclusion: based on the investigation and with the returned sample analysis the symptom reported by the customer of plunger movement difficult is confirmed in some of the random samples taken for analysis. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: with the experience of our processes, the effect of having plunger resistance could be induced by how the silicone is applied to the syringe barrel inner wall. We have initiatives in our production line monitoring the silicone application and its consistency. Rationale: CAPA not required at this time.

Event description:
It was reported that syringe 10ml reg pr saline 10ml fill plunger was difficult to move. This occurred on 11 occasions. The following information was provided by the initial reporter: material no. 306546. Batch no. 0350039. It was reported that after flushing a few cc's the flow would completely stop.